Event description:
On (B)(6) 2021, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 88-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 for shortness of breath. It was found the patient¿s dyspnea was due to pulmonary edema caused by poor ultrafiltration during ccpd therapy on the liberty select cycler at home. The patient did not have dyspnea during the pd treatment, but symptoms presented shortly after the pd treatment was completed. The patient¿s pd catheter (not a fresenius product) was found in malposition which contributed to drain complications and fluid retention during ccpd. The patient¿s pd catheter was repositioned during this hospitalization; however, the patient¿s drain complications persisted. The patient is currently being tested for membrane failure and may transition to hemodialysis for renal replacement therapy if drain complications with poor ultrafiltration persist. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s dyspnea caused by pulmonary edema, drain complications caused by a malposition of their pd catheter and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler with persisting ultrafiltration and drain complications post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: upon review it has been determined that the event reported in 2937457-2021-01800 was related to catheter (not a fresenius product) malposition, and peritoneal membrane failure. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. No further updates will be made on 2937457-2021-01800.

Event description:
On (B)(6) 2021, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 88-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 for shortness of breath. It was found the patient¿s dyspnea was due to pulmonary edema caused by poor ultrafiltration during ccpd therapy on the liberty select cycler at home. The patient did not have dyspnea during the pd treatment, but symptoms presented shortly after the pd treatment was completed. The patient¿s pd catheter (not a fresenius product) was found in malposition which contributed to drain complications and fluid retention during ccpd. The patient¿s pd catheter was repositioned during this hospitalization; however, the patient¿s drain complications persisted. The patient is currently being tested for membrane failure and may transition to hemodialysis for renal replacement therapy if drain complications with poor ultrafiltration persist. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on 13/aug/2021. It was confirmed the patient¿s dyspnea caused by pulmonary edema, drain complications caused by a malposition of their pd catheter and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler with persisting ultrafiltration and drain complications post-discharge. Upon further follow up, the pdrn stated the patient¿s ultrafiltration and drain complications remained unresolved. The pdrn stated the patient has since transitioned to in-center hemodialysis (hd) as it was determined the patient had membrane failure and pd was no longer viable for renal replacement therapy (exact date of transition unknown). The pdrn confirmed the patient's transition to hd was based on worsening end-stage renal disease and not due to the performance, deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues with in-center hd therapy without incident.

Manufacturer narrative:
Additional information: b5.

Event description:
On (B)(6) 2021, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 88-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 for shortness of breath. It was found the patient¿s dyspnea was due to pulmonary edema caused by poor ultrafiltration during ccpd therapy on the liberty select cycler at home. The patient did not have dyspnea during the pd treatment, but symptoms presented shortly after the pd treatment was completed. The patient¿s pd catheter (not a fresenius product) was found in malposition which contributed to drain complications and fluid retention during ccpd. The patient¿s pd catheter was repositioned during this hospitalization; however, the patient¿s drain complications persisted. The patient is currently being tested for membrane failure and may transition to hemodialysis for renal replacement therapy if drain complications with poor ultrafiltration persist. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on 13/aug/2021. It was confirmed the patient¿s dyspnea caused by pulmonary edema, drain complications caused by a malposition of their pd catheter and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler with persisting ultrafiltration and drain complications post-discharge. Upon further follow up, the pdrn stated the patient¿s ultrafiltration and drain complications remained unresolved. The pdrn stated the patient has since transitioned to in-center hemodialysis (hd) as it was determined the patient had membrane failure and pd was no longer viable for renal replacement therapy (exact date of transition unknown). The pdrn confirmed the patient's transition to hd was based on worsening end-stage renal disease and not due to the performance, deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues with in-center hd therapy without incident.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2021, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6)-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 for shortness of breath. It was found the patient¿s dyspnea was due to pulmonary edema caused by poor ultrafiltration during ccpd therapy on the liberty select cycler at home. The patient did not have dyspnea during the pd treatment, but symptoms presented shortly after the pd treatment was completed. The patient¿s pd catheter (not a fresenius product) was found in malposition which contributed to drain complications and fluid retention during ccpd. The patient¿s pd catheter was repositioned during this hospitalization; however, the patient¿s drain complications persisted. The patient is currently being tested for membrane failure and may transition to hemodialysis for renal replacement therapy if drain complications with poor ultrafiltration persist. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s dyspnea caused by pulmonary edema, drain complications caused by a malposition of their pd catheter and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler with persisting ultrafiltration and drain complications post-discharge.